Event description:
The patient called lifescan and alleged the one touch profile meter had not powered on in the past 2 months. Batteries were replaced less than a year ago, and were installed correctly. The patient was feeling thirsty and tired and went to the hospital where they were treated with 40 units n and 7 units r. The patient was advised to test regularly. No attempt was made to use the reported meter the day of the incident. The meter was replaced and return expected.